Manufacturer narrative:
H3: device evaluation: the lens was returned in a microcentrifuge vial with residue on the lens. Visual inspection found the haptic torn with residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic broken. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: a1: patient identifier - (B)(6). B3: date of event - (B)(6) 2021. B5: the reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -07.50/+1.5/095 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to patient experienced a refractive surprise and a headache. There was no iop elevation and normal vault. The lens was exchanged on (B)(6) 2021 for a different model but same length lens and the problem was resolved. The eye is stable and vision is good. The reporter indicated the manifest refraction axis was typed wrong on the original icl form (15 instead of 115). D6a: (B)(6) 2021. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -07.50/+1.5/095 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to a lens with the wrong axis was implanted. Another lens was not implanted. The cause of the event was due to user error/unknown.